Event description:
Information received by medtronic indicated that the patient experienced a stroke during a cryoablation procedure, after 3 pulmonary veins had been isolated. The procedure was aborted. While removing the devices from the patient, the 3-way stopcock on the sheath disconnected from the sheath. Most of the patient's symptoms had disappeared and the patient has been discharged from the hospital. As per physician, the patient has fully recovered and follow up visit has been scheduled.

Event description:
Cryoablation procedure completed without any issues and all pulmonary veins isolated. Information received by medtronic indicated that the 3-way stopcock on the sheath disconnected from the sheath while removing the devices from the patient. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue (detached stopcock) has been confirmed through testing. Visual inspection showed the stopcock distal end luer was detached from the side port tube proximal end.